Manufacturer narrative:
Concomitant products/devices: unknown 16f laser-assisted extraction device and heparin 50 units/kg. (B)(4). Please note that the exact event date is unknown due to the nature of the complaint. Complaint conclusion: as reported in a publication, percutaneous retrieval of permanent inferior vena cava filters. In a (B)(6) male patient with a trapease filter, there was post-filter ivc (inferior vena cava) thrombosis 4 months post-filter placement after holding anticoagulation for 1.5 weeks with no thrombolysis performed. The filter dwell time was 4 years. The indication for filter retrieval was to allow for cessation of anticoagulation. They used laser-assisted extraction (16f) from a jugular approach and blunt dissection with bronchial forceps and 16f sheath. This patient was heparinized (approximately 50 units/kg) during the retrieval procedure. The device remained implanted in the patient and thus was not retuned for analysis nor was a sterile lot number provided to conduct a DHR. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. Factors that may have influenced the event include patient, pharmacological and lesion. There is no indication of a manufacturing related cause for the difficulty experienced by the customer; therefore, no corrective action will be taken at this time.

Event description:
As reported in a publication, percutaneous retrieval of permanent inferior vena cava filters. In a (B)(6) male patient with a trapease filter, there was post-filter ivc (inferior vena cava) thrombosis 4 months post-filter placement after holding anticoagulation for 1.5 weeks with no thrombolysis performed. The filter dwell time was 4 years. The indication for filter retrieval was to allow for cessation of anticoagulation. They used laser-assisted extraction (16f) from a jugular approach and blunt dissection with bronchial forceps and 16f sheath. This patient was heparinized (approximately 50 units/kg) during the retrieval procedure.